Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the customer stated that the insulin pump show no insulin flow blocked alarm. The alarm reoccurred after troubleshooting. It was reported that there were times that when she push the plunger or full cannula using pump there was no insulin coming out, no insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.